Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 271 mg/dl. The customer was treated for high blood glucose with bolus and injection. The customer was advised the 2 high blood glucose rule. The customer stated the drive support cap appears normal. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer declined to check their settings. The customer believes that pump is the cause of high blood glucose wants the pump replace as she lost confidence with the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.